Event description:
Customer reportedly obtained results of 9 mg/dl and 2 mg/dl on the device. Customer confirmed these results in the device memory. No action reportedly taken based on these results. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10 mg/dl to 600 mg/dl.